Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that the pump had reached its end of life and a decision was made to replace the lvad with another lvad. The exact symptoms that the pump was exhibiting were not reported.

Manufacturer narrative:
The patient remains on support with the replacement pump. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.